Event description:
It was reported that the device had an overpressure alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was not confirmed. The pump was working within specification and the pump's downstream occlusion (dso) sensor was working properly. The pump's dso sensor was calibrated as a precaution.